Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was confirmed via clinician review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event, a revision tka was confirmed. Root cause: the root cause could not be confirmed without additional medical records, physical exam, and serial x-rays. The cause does not appear to be implant related. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: confirmation: the event, a revision tka was confirmed. Root cause: the root cause could not be confirmed without additional medical records, physical exam, and serial x-rays. The cause does not appear to be implant related. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Procedure: the patient underwent bilateral knee arthroplasty (B)(6) 2015. Patient had right knee pain and instability for more than two years. Then patient underwent right total knee revision on (B)(6) 2020. All components exchanged.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Procedure: the patient underwent bilateral knee arthroplasty (B)(6) 2015. Patient had right knee pain and instability for more than two years. Then patient underwent right total knee revision on (B)(6) 2020. All components exchanged.